Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to an unknown cause.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate ii lvas could not conclusively be determined. The account communicated that the patient expired on (B)(6)2019. Multiple attempts were made to obtain additional information from the account regarding the event; however, no additional information was provided. No product is available for investigation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.